Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that failure code 403 occurred. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 403 was confirmed. Typically, this failure is associated with the user interface module communication with the pump head module. A corrective and preventative action has been initiated.